Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 300 mg/dl at the time of hospitalization. Customer was treated with manual injection, insulin pump and with intravenous drip. Customer was okay to troubleshoot for high blood glucose level. Customer reported that the insulin pump had critical block error alarm. Customer was able to rewind the insulin pump. Customer was able to clear the error. The insulin pump will be returned for analysis.